Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 had failed. A field service engineer (fse) found that the tower door 1 had failed but found no issues upon arrival. As a precaution, the door latch was cleaned and reworked, and the door was tested successfully. To confirm proper functionality, the technician verified the operation through the inventory application without any problem. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 was failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.